Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (12) years since the subject device was manufactured. The device was not returned to olympus for inspection. The technical assistance center supported the customer in troubleshooting. Based on the results of the investigation, olympus presume that the cause is poor contact of the contact part of the scope connector due to a poorly seated cable in the back. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source had b30 scope communication error. There were no reports of patient harm.